Event description:
It was reported that during primary triathlon ps knee that was loose. Surgeon revised all components. Additionally reported by sales representative on (B)(4) 2014, revision of triathlon ts to hinge for loosening.

Event description:
It was reported that during primary triathlon ps knee that was loose. Surgeon revised all components. Additionally reported by sales representative on (B)(4) 2014, revision of triathlon ts to hinge for loosening.

Manufacturer narrative:
An event regarding a loose baseplate involving a triathlon femoral component was reported. As per the medical review the femoral component was well fixed. There is no evidence or allegation that the reported femoral component contributed the reported baseplate loosening. The femoral component was explanted as a mrh system was being implanted. Based on the provided information, there is no indication that the product reported in this investigation contributed to the event. No further investigation is required at this time.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information was requested and if it becomes available, will be submitted in a supplemental report.